Event description:
Note: this report pertains to the first of two microknife xl used during the same procedure. It was reported to boston scientific corporation that a microknife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the tip of the microknife xl broke and could not be used. A second microknife xl was used; however, the same problem happened. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.